Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-8935-14 low profile screw head broke off the body of the screw while inserting it. This was discovered during an orif lt ankle procedure on (B)(6) 2022. Additional information received on 10/19/2022: the body of the screw remains implanted in the patient and case was completed successfully without further issues.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.